Event description:
It was reported that during a da vinci-assisted surgical procedure, the right arm control felt like it was resetting while the surgeon worked. The surgeon described the feeling as though the arm was clutched to move a few inches when the surgeon did not want too. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no related issues. The tse recommended a power cycle of the system but the customer declined. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The console arm moved as if clutched. The surgeon continued to complete the procedure robotically. There was no harm or injury to the patient. The issue was not resolved during procedure. The customer just proceeded using the robot as is.

Manufacturer narrative:
Based on the claim against the product by the customer noting moved on its own, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to replicate the reported issue. The fse power cycled the system. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.